Manufacturer narrative:
Weight and ethnicity: unknown/not provided. Exact date unknown, not provided. Best estimate is (B)(6) 2021, one day post-op. Initial reporter information: email address: unknown/not provided. Initial reporter telephone number: (B)(6). Manufacturer telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post-implant of an intraocular lens (iol) , the patient experienced unclear vision and relatively poor far vision for right eye. Since the result significantly affected daily activities, the surgeon subsequently explanted the iol and replaced it with another lens of the same model, but lower diopter (21.0). Vision pre-operative: far: 0.8 decimal. Vision post-operative: far: 0.6 decimal. No further information available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: date returned to manufacturer: 20 july 2021. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.